Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report.

Event description:
As reported to coloplast though not verified, pt was implanted with sabre sling on (B)(6) 2002. Later pt experienced urinary retention and a second surgery was performed.